Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was dislodged. The pitch cable was loose at the distal end, however there was no damage. The blue housing was removed, and the cable was found derailed at the clamping pulley. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks with light material removal. The scratches were .186 - .057 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the prograsp forceps instrument was not moving fluently. After multiple attempts of insertion into several different arms on the robot, there were still no fluid movements. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.